Event description:
The product caused serious nose bleeds after three days of use. The plastic ends irritate the nasal septum, dried out the nasal passages and causes bleeding. Woke up with a nose full of blood and painful irritation. I do not normally suffer from nose bleeds. The product is a new, patent pending device aimed at stopping snoring. It claims to do this by inserting a u-shaped clip in the nose that "stimulates the nasal septum and increases nasal air flow." By the second day, felt some discomfort in the area where the clip ends touches the nasal wall. On the third day, woke up with a nose bleed. The product info is: drug free, medical grade quality 30 day disposable lot #0036ag bf301, -unscented- upc 8-79238-00301-1, one size fits all.